Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure the guidewire tip was left in the vessel. The lesion was located in the distal right coronary artery. The physician deployed a 3.0x20mm and 3.0x12mm liberte stent without any resistance during advancement. During withdrawal the tip of the pt2 guide wire was left in the vessel. "Nothing unusual during the procedure. There was no entrapment of the wire in the stent." The physician used an angle wire loop retriever and a special cook retriever and removed the tip from the vessel without any patient complications. The procedure was successfully completed with another of the same device. Patient status is reported as "good".